Event description:
The valve was explanted due to pannus overgrowth and thrombus with "severe" aortic regurgitation. It was reported the pt was compliant with anticoagulant therapy (inr=2.0) and the valve had been implanted with everything mattress sutures. The replacement valve (21ahp-105,) was implanted in the supraannular position with non-everting mattress sutures and the pt was reported to be doing "fine".